Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, the filter allegedly tilted and perforated the inferior vena cava in multiple locations with a strut extending into the wall of the small bowel. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that sometime post filter deployment, the filter allegedly tilted and perforated the inferior vena cava in multiple locations with a strut extending into the wall of the small bowel. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and positive factor v, later 2016 diagnosed dvt. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately six months post deployment, CT scan showed a demonstrated a bilateral predominantly lower lobe pulmonary emboli involving lobar, segmental and sub segmental arteries with overall moderate clot burden. Two years followed by; CT scan demonstrated that the filter appears slightly tilted with the apex abutting the right lateral wall of the ivc and probably embedded within the wall anteriorly. There was extension of the filter struts beyond the ivc wall throughout the circumference of the ivc. Additional struts are noted abutting the l4-l5 interspace as well as the posterior wall of the aorta. Therefore, the investigation is confirmed for filter tilt and filter limb perforation of the ivc wall. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that sometime post filter deployment, the filter allegedly tilted and perforated the inferior vena cava in multiple locations with a strut extending into the wall of the small bowel. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and positive factor v, later 2016 diagnosed dvt. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.